Manufacturer narrative:
Concomitant medical devices: 511212 lead implanted:(B)(6) 2016; 5076-58 lead implanted: (B)(6) 2012.

Event description:
It was reported that the remote monitor transmission review indicated nearfield atrial signal for ventricular events. It was further reported there was loss of atrial capture and loss of atrial sensing. Reprogramming of the device was performed to ventricular pacing only. The lead remains implanted. No patient complications have been reported as a result of this event.